Event description:
Customer reported an issue with the incorrect time setting on their pump. Blood glucose levels remained within normal range without any adverse impact. During the call, the customer updated the pump time, and technical support advised monitoring the situation and to follow up if the discrepancy recurred. No additional information was received regarding the outcome of the event.